Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker did not produce sound at start-up test and the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was a speaker. The speaker was replaced. The device was operational after repairs were completed, and the device will be returned to the customer.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event, there was no patient involvement.